Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204as-100 flipcutter cutting tip was flipped, the cutting edge was not straight. An attempt was made to shave down the deformed bone; however, it could not be shaved successfully. Therefore, a new device was opened, and the procedure was completed. The surgery was completed by using a product with the same part number. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.